Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 had failed and device was not detected on bus. A field service engineer (fse) replaced pyxis module board on auxiliary full height drawer 7 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 failed and was not detected on the bus. The customer attempted to reboot and recover the drawer, but the attempts were unsuccessful. The customer also unplugged and reconnected the power cable; however, the issue persisted. The back panel was opened and checked, but the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.